Manufacturer narrative:
Citation: abdallah ib et al. Complications of the transfemoral access for tavi: 8 years of experience with the percutaneous route. Annals of vascular surgery. 2019 oct; 60:20-21. Doi: 10.1016/j.avsg.2019.08.040. Earliest date of publish used for event date (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the 8-year outcomes of post-transcatheter aortic valve implantation (tavi) vascular access complications with a first intention endovascular approach. Outcomes were defined according to valve academic research consortium-2 criteria. All data were collected from a single center between january 2010 and january 2018. The study population included 74 patients (predominantly female; mean age 82 years), 31 underwent transfemoral tavi with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all patients, the overall 30-day mortality was 7%. It was noted that one death was related to a vascular access complication. No other details were reported. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: vascular access complications requiring intervention (covered stent placement and/or op en surgical repair). Vascular access complications comprised: percutaneous closure device failure (manufacturer not identified), iliofemoral dissection, occlusion/stenosis, and perforation. Other adverse events observed: acute ischemia requiring thrombectomy and aponevrotomy. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.